Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the cause of the ¿probable septal (lv) perforation / dissection¿ is unknown but may be related to procedure factors (device manipulation) and/or the mechanisms described above.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), a 26 mm sapien 3 valve was implanted in the aortic position via transfemoral approach. Tee examination showed probable septal (lv) perforation / dissection. Decision was taken to use occlusion device over ta approach but not immediately because of low hemodynamics. There was a bulky calcification on nc cusp, and in the lvot on the same side, suspected to be the cause of the perforation when implanting the valve.  The clinician believed the cause was the stiff guide.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.